Event description:
It was reported that the pt expired. It is unk if the pt's death was attributed to the device. Implant duration was 22 days. No further info was received.

Manufacturer narrative:
Device not returned.